Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010. The physician observed an increased ventricular lead pacing impedance (possibly due to drug therapy) and unstable shock coil continuity results ("normal", "open", "normal"...). The physician asked about the reliably of the shock path (real continuity values), before sending the pt home.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.